Manufacturer narrative:
On (B)(6) 2022, the biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The device evaluation was completed on 12-apr-2022. It was reported that an unknown patient underwent an unknown ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a hemostatic valve separation issue occurred. The physician informed the reporter that the valve had broken on the vizigo¿ sheath, which resulted in blood leaking back through the valve. The vizigo¿ sheath was swapped out to a new vizigo¿ sheath. There was no patient impact, and the procedure was not extended greater than 30 minutes due to the failure. No adverse patient consequence was reported. No physical damage on valve/hub. The hemostasis valve (gasket) did not break into two or more separate pieces. The hemostatic valve/brim cap/hub did not become detached from the sheath. Air did not enter the patient¿s body. The issue did not require percutaneous, surgical removal, nor medical intervention. The patient hemodynamics were not compromised due to the bleeding. The approximate volume of blood that was lost was minimal and the physician was not concerned about the amount. Device evaluation details: the carto vizigo¿ 8.5f bi-directional guiding sheath was returned to biosense webster for evaluation. Visual inspection of the returned device was performed following bwi procedures. Visual analysis revealed that the hemostatic valve and silicone ring were not found inside the device. However, the hemostatic valve was observed dislodged inside the hub on a photo provided by the customer. This issue could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve; however, this could not be conclusively determined. A device history record evaluation was performed for the finished device lot 00001675 and no internal actions related to the complaint was found during the review. The issue reported by the customer was confirmed. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. An internal corrective action has been opened to address this issue. H6. Investigation findings code of ¿appropriate term/code not available¿ represents photo/video analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number:(B)(4).

Manufacturer narrative:
Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number lot and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unknown patient underwent an unknown ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a hemostatic valve separation issue occurred. The physician informed the reporter that the valve had broken on the vizigo¿ sheath, which resulted in blood leaking back through the valve. The vizigo¿ sheath was swapped out to a new vizigo¿ sheath. There was no patient impact, and the procedure was not extended greater than 30 minutes due to the failure. No adverse patient consequence was reported. No physical damage on valve/hub. The hemostasis valve (gasket) did not break into two or more separate pieces. The hemostatic valve/brim cap/hub did not become detached from the sheath. Air did not enter the patient¿s body. The issue did not require percutaneous, surgical removal, nor medical intervention. The patient hemodynamics were not compromised due to the bleeding. The approximate volume of blood that was lost was minimal and the physician was not concerned about the amount.